Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message," scan error," when scanning the adc freestyle and a result of the customer being unable to monitor his blood glucose, the customer experienced symptoms of hypoglycemia, confusion, and weakness. The customer was treated at the hospital for a blood glucose of 45mg/dl on the hcp meter with IV "glycosylated serum." There was no report of death or permanent injury associated with this event.